Event description:
Information received indicates the head down function is not working.

Manufacturer narrative:
The technician isolated the issue to the lockout box. He replaced the lockout box to repair the bed.